Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had died due to peritonitis. Prior to death, they had been vomiting gallons of dark liquid which looked like coffee after a leg amputation "above and below" the knee that was not healing, the patient had been performing peritoneal dialysis (pd) therapy with unknown baxter pd disposables, but pd therapy was discontinued 4 days prior to death. It was unknown if the vomiting gallons of dark liquid had resolved prior to death. It was not reported if the leg amputation had healed prior to death. It was not reported if an autopsy was performed. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore, a sample evaluation and batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.